Event description:
On (B)(6) 2012, it was reported that the pt's blood glucose level has occasionally been as high as 400 mg/dl. The pt corrects the elevated level using the infusion device. The pt's doctor thinks the infusion device is not delivering enough insulin and that is the cause of the elevated blood glucose levels. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.